Event description:
During a nephrostomy tube placement, the tip of the grebset micro-introducer guidewire sheared off as the sheath was being guided over it. A 4cm piece of the guidewire remained in the patient's kidney but apparently caused no harm. The patient spiked a fever following the procedure and was admitted for sepsis, but this is not unusual following a nephrostomy tube placement. Nephrolithotomy was performed 2 weeks later and the retained wire fragment was removed along with the staghorn calculus.